Event description:
The customer reported to olympus the video system center showed no image when connected to the scope during preparation for use. The biomedical engineer indicated that they resolved the issue after replacing the processor with one from another machine. There was no report of patient injury or medical intervention associated with this event since it was found during preparation for use.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. Based on the results of the investigation, the phenomenon was reproduced, and the event was confirmed. The cause of the event was the faulty printed circuit board. The issue was resolved at the facility. Olympus will continue to monitor field performance for this device.